Manufacturer narrative:
Additional information was provided in sections h.6. And h.11. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The product was not received at the manufacturing site. Therefore, the root cause for the customer's complaint could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The returned instrument was received in its inner and outer blister covered with the tyvek foil, showing the lot information. The inner blister was not correctly inserted in the outer blister. The returned instrument shows no macroscopic signs of damage but there are signs of surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no abnormalities. The returned instrument was then functionally tested regarding the aspiration/irrigation properties. It was noticed that the irrigation was not working as expected, there was an occlusion, but it could be solved. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined be reconstructed. The customer's complaint is confirmed but the root cause cannot be identified by this investigation. It cannot be determined how or where the malfunction to the instrument occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, the suction function of the ophthalmic backflush was not working. The surgery was completed on the same day using an alternative product, and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).